Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During procedure, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem with no damage observed. The rupture was observed to be in the middle of the balloon vertically separated. The procedure was completed with a different device. No complications reported, and patient status was good.